Manufacturer narrative:
(B)(4) - explant of intraocular lens. The intraocular lens was returned to the manufacturer. Visual inspection of the returned sample shows that the optic was cut in half. No optical deviations on the optic parts could be found. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye after they complained of halos and glare while driving at night. A monofocal lens was then implanted during the same procedure.